Event description:
Rptr states silicone gel breast implant ruptured approx 1/91. After rupture rptr experienced pain in chest, difficulty breathing, weak limbs, and dizziness. Medical tests done from july 9th through present diagnosed meniere's, weak muscles, high eye pressure, high cholesterol, and bowel irritability.